Event description:
Reported as "unk". Event further clarified as, "partial rupture between the rigid part and the flexible part of the port tubing."

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted breakage at the taper/port tubing junction. The breakage at the taper/port tubing may be wear related as there is no clear evidence of surgical damage. This wear is consistent with the taper connector being folded back upon itself. This breakage may be the cause of the removal of the access port and connector. Another breakage was noted in band tubing which appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."